Manufacturer narrative:
Initial reporter phone: (B)(6). Device evaluated by MFR: returned product consisted of a ranger (dcb) catheter, hub number (B)(4). The device returned for analysis loaded inside a 5f (non-bsc) introducer sheath. The balloon was loosely folded and blood in the inner shaft and outer shaft, and fluid in the balloon. The device was soaked in a warmwater bath for two weeks. The balloon protector and loading tool were both located on the sheath of the device. The tip, balloon, markerbands and inner/outer shafts were microscopically and visually inspected. Inspection revealed the shaft was stretched for a length of 12 cm with the damage starting 27.5cm from the tip of the tip, the inner shaft was separated 15.54 cm from the tip, balloon damage (prolapsed), numerous kinks in the shaft. Functional testing could not be carried out as the shaft was too damaged (stretched/buckled) to allow for air to pass through it, also, the fluid in the balloon could not be removed (deflated) due to the shaft damage.

Event description:
It was reported that the balloon failed to deflate and an embolism occurred. A 5.0 mm x 100 mm, 80 cm ranger balloon was selected for a procedure to treat in-stent restenosis for two previously placed innova stents (sizes: 6x80x130 and 6x100x130). The lesion was reached with an ipsilateral approach. The lesion was soft hyperplasia. Both stents were occluded. No lesion tortuosity or calcification was noted. The lesion was 16cm long and 5mm wide. The physician recanalized the occlusion in the innova stents. The ranger was dilated 3 times; once for drug delivery and two other times to pre-dilate. The site of ranger inflation was straight in-stent. The pressure was at 10 atm for each inflation. When the physician attempted to deflate the ranger device, the balloon did not deflate. The physician had difficulty removing the ranger into the non-bsc sheath due to the condition of the balloon. Therefore the two devices were removed from the patient together. No stent damage occurred due to this issue. A second ranger was prepared, the physician decided not to use it due to the issue with the first ranger. The stent restenosis was resolved with the percutaneous transluminal angioplasty (pta). No physical issues were observed on any of the devices used for the procedure. After the procedure, embolic material was noted via ultrasound below the knee in the fibularis. The embolization, in the physician's opinion, is due to the issue pulling the ranger out. The patient will have an angiography performed on (B)(6) 2019. No interventions are planned prior to that date. At this time the embolization has not been treated/resolved. No other complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon failed to deflate and an embolism occurred. A 5.0 mm x 100 mm, 80 cm ranger balloon was selected for a procedure to treat in-stent restenosis for two previously placed innova stents (sizes: 6x80x130 and 6x100x130). The lesion was reached with an ipsilateral approach. The lesion was soft hyperplasia. Both stents were occluded. No lesion tortuosity or calcification was noted. The lesion was 16cm long and 5mm wide. The physician recanalized the occlusion in the innova stents. The ranger was dilated 3 times; once for drug delivery and two other times to pre-dilate. The site of ranger inflation was straight in-stent. The pressure was at 10 atm for each inflation. When the physician attempted to deflate the ranger device, the balloon did not deflate. The physician had difficulty removing the ranger into the non-bsc sheath due to the condition of the balloon. Therefore the two devices were removed from the patient together. No stent damage occurred due to this issue. A second ranger was prepared, the physician decided not to use it due to the issue with the first ranger. The stent restenosis was resolved with the percutaneous transluminal angioplasty (pta). No physical issues were observed on any of the devices used for the procedure. After the procedure, embolic material was noted via ultrasound below the knee in the fibularis. The embolization, in the physician's opinion, is due to the issue pulling the ranger out. The patient will have an angiography performed on (B)(6) 2019. No interventions are planned prior to that date. At this time the embolization has not been treated/resolved. No other complications were reported.